Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope and presented in the clinic. Upon interrogation, noise was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2016. The patient was doing fine post procedure.

Manufacturer narrative:
Date of event should have been (B)(6) 2016 rather than 2/15/2016.